Event description:
It was reported during in clinic follow up that the right ventricular lead displayed a failure to capture. The product was explanted and successfully replaced. There were no patient consequences.